Event description:
Patient reported the aligners caused severe sensitivity to their teeth and gums. They made their gums recede. At check in patient marked true to periodontal, sensitivity, discomfort and loose.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.